Event description:
Literature was reviewed regarding the changes in hemoglobin level and renal function in patients after transcatheter aortic valve replacement (tavr). The study population consisted of 315 patients who underwent tavr with either a medtronic valve brand (n = 233) or a non-medtronic valve brand (n = 82). The authors wrote, ¿safety outcomes during the first 30 days were evaluated according to the valve academic research consortium-2 (varc-2) criteria.¿ among all patients, the following adverse outcomes occurred: acute kidney injury, worsened chronic kidney disease stage, anemia/decreased hemoglobin level, and thirty-day safety outcomes according to varc-2. Thirty-day safety outcomes may have included: stroke (disabling or non-disabling), life-threatening bleeding, major vascular complication, coronary artery obstruction requiring intervention, valve-related dysfunction requiring repeat procedure, and all-cause mortality. However, there was no evidence presented to suggest a causal or contributory relationship between medtronic product andany deaths. Additional information received from the corresponding author indicated that the study did not seek to identify issues with the valve brands used in the patient population and therefore no specific data was collected regarding safety issues with a medtronic product.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Citation: eitan a, sliman h, zafrir b, zissman k, flugelman my, jaffe r. Reduced rate of anemia after transcatheter aortic valve replacement. J clin med. 2024;13(18):5606. Published 2024 sep 21. Doi:10.3390/jcm13185606 earliest date of publication used for date of event. Medtronic transcatheter valve brands noted in the article: corevalve (product code npt, PMA# p130021), evolut r (product code npt, PMA# p130021), and evolut pro (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the changes in hemoglobin level and renal function in patients after transcatheter aortic valve replacement (tavr). The study population consisted of 315 patients who underwent tavr with either a medtronic valve brand (n = 233) or a non-medtronic valve brand (n = 82). The authors wrote, ¿safety outcomes during the first 30 days were evaluated according to the valve academic research consortium-2 (varc-2) criteria.¿ among all patients, the following adverse outcomes occurred: acute kidney injury, worsened chronic kidney disease stage, anemia/decreased hemoglobin level, and thirty-day safety outcomes according to varc-2. Thirty-day safety outcomes may have included: stroke (disabling or non-disabling), life-threatening bleeding, major vascular complication, coronary artery obstruction requiring intervention, valve-related dysfunction requiring repeat procedure, and all-cause mortality. However, there was no evidence presented to suggest a causal or contributory relationship between medtronic product andany deaths.